Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of episodes was requested. Magnet application was identified on two days and at some point, the magnet aborted an episode. Abnormal qrs signals were observed and an unusual amount of noise. Additionally, an extended charge time coincided with the episode and was also observed the following day. A normal charge time of 29 seconds was confirmed at the time of the next two episodes. The episodes were untreated due to oversensing of muscle noise. Two weeks later, a long chart time code had been generated and elective replacement indicator (eri) had occurred. A boston scientific engineer confirmed the device is taking on increased current consumption and should be replaced. The device remains in service. No adverse patient effects were reported.